Manufacturer narrative:
Reference record (B)(6). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that following pegj placement, the patient experienced stoma site redness, exudate, swelling and pain on palpation. The patient was administered IV cefuroxime for 2 days. On an unknown date, it was reported that the patient was prescribed unknown oral antibiotics for the stoma site, and discharged from the hospital. It was reported that the patient's stoma site had improved following antibiotic therapy.